Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for failed back surgery syndrome and spinal pain. It was reported that it takes forever to charge their implant, patient was charging too often. Patient had been charging about 2-2.5 hours and they could not get past the halfway mark. When the patient charged, they did get 8 bars but it had to be placed exactly over the ins (it was very touchy). It was reported that with what patient was using, the battery did not go down that fast. Patient charged 5-6 days ago to the 3/4 level but never got to the 100% and yesterday they checked it and it was down to the first quarter and they did charge to the half after an hour or more and this morning they have been charging for an hour or so and a few times seemed like it was going to stop on the 3/4 mark but then went back to charging. Recharging best practices were reviewed with the patient. Patient was redirected to their hcp if the charging concerns continued. The exact date of the event was not provided. No symptoms were reported and no further complications were reported/anticipated.